Event description:
The customer reported, upon placing the pod, he believes that the "cannula did eject but doesn't think the needle did." He "did not feel the pinch" of the needle, nor was there a "puncture mark on his skin." Despite his uncertainty, he proceeded to wear the pod for up to four hours; during this time high bg's were experienced (in the 300mg/dl range). The pod will be returned for evaluation.

Manufacturer narrative:
The customer stated that the cannula had fired, but the needle had not deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a defective component. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed that the cannula had not been inserted subcutaneously (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. The user guide also advices users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.